Event description:
The heat exchanger of the disposable oxygenator developed a pin hole leak during rewarming. Water simply dripped from the device during the rewarming phase of the cpb pump run. Bone wax was applied to the outside of the heat exchanger which stopped the leak. This appeared to be a pin hole leak (as in a manufacturing defect) rather than a horizontal line crack from being mishandled;ie dropped etc.